Manufacturer narrative:
One device was returned for evaluation. Device was returned with the head of the device missing. Due to the condition of the returned device a dimensional and functional evaluation could not be performed. The device was evaluated using magnification and the site of the break was observed to exhibit burnished rolled over edges and severe scratches along the shaft of the remaining portion of the device. The rolled edges of the failure site indicate that the device material came in contact with another hard material prior to and post failure. The guide wire used during the case was not identified based on the condition of the returned device and observed material deformation of the device failed due to excessive force. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the 4.5 cannulated drill bit tip broke during surgery. It broke while reaming the femoral tunnel for the endo button. It was the distal tip of the bit that broke off. The back-up used was not from the same lot number. The drill bit tip did break in the patient but was retrieved. No other complications were noted.